Event description:
An olympus field service engineer (fse) reported that during an onsite inspection of the olympus video system center that the video signal was dropping out periodically for a second or two on all monitors the fse suspects that this was due to a connectivity issue. There was no patient involvement.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. Troubleshooting steps were unsuccessful at solving the issue. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, a definite root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.